Manufacturer narrative:
Device evaluation the device has been returned and evaluated by product analysis on 23-aug-2019 with the following findings: during investigation, the battery compartment was found to be cracked with corrosion. A leak test was performed and a leak was identified at the battery compartment. The pump cover was opened and moisture damage was found on the printed circuit board. The original issue of a blank display was unable to be investigated due to no power to the pump due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported there was moisture in the battery compartment and the display was blank. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.